Event description:
It was reported that the patient¿s ipg was sagging to an uncomfortable position following weight loss. As such, surgical intervention took place on (B)(6) 2026, wherein the ipg was relocated to a new site to address the issue. During the procedure, the doctor accidentally cut the leads. In turn, the leads were explanted and replaced to address the issue. Therapy was confirmed post op.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.